Event description:
It was reported post op by the rep that during the original glossectomy procedure, they were using the device at min power level with no tension. The surgeon stated he had completed with the harmonic but did place a tie on the tissue to secure the area over the harmonic seal area. They returned the patient post op to the or, due to the patient bleeding profusely from the mouth. The patient had an additional procedure to stop the bleeding with suture, and it was confirmed that the harmonic was not used during the re op. The surgeon stated that when he examined the area where the tongue had been removed, it was bleeding where the tie had slipped off of the tissue. This caused the tissue to reopen in the area of the surgery originally performed three hours earlier. He had bled so profusely that the outcome was a stroke. It is not known how many units of blood were given to the patient. This event occurred three weeks ago and the patient is still currently in ICU. The surgeon feels this was a rare case. Device had been discarded from the original procedure. There is no information regarding patient pre existing condition or meds.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.